Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, approximately one month post right atrial (ra) lead revision, for an unknown reason, the patient experienced a pericardial effusion. The ra lead remains in use. No further patient complications have been reported as a result of this event.